Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
No parts were returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that before taking a spin, the navigation system was unable to view the left trackers on the gantry. The site wheeled in another imaging system and was able to track and take a spin successfully. After the case, rebooting the original system resolved the issue. There was no patient impact reported and a delay to surgery of less than one hour.